Event description:
It was reported by a customer of (B)(6) 2011, the fiber laser beam fired straight at 106,662 joules. Per the customer, the procedure was completed on time. No patient injury was reported.